Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric optic and discovered the anterior capsule was torn. The incision was enlarged to remove the lens and a vitrectomy was performed. The incision was sutured after another lens was implanted.

Manufacturer narrative:
A work order search was performed on the serial number and there were no similar complaints found within the work order.